Manufacturer narrative:
The returned device was evaluated, and it was discovered that the sample failed leak testing. Water was seen leaking from gas inlet port. The leak was confirmed to be due to a single leaking fiber near the blood inlet port. Inspection under magnification confirmed that the single leaking fiber was cut. A review of the device history record revealed no production related anomalies. A retention sample of the sample product/lot number was leak tested, and no leak was observed. All oxygenators are 100 percent leak and functionally tested during manufacturing. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, fluid and bubbles leaked from the oxygenator. There was no patient involvement as this occurred during prime. The product was changed out, resulting in a 20 minute delay. The surgery was successful.